Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer states that she wears the insulin pump in the middle of her bra strap and she felt a sharp point. Customer stated part of the reservoir compartment is broken and o-ring is falling out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.